Event description:
As reported, a male patient of unknown age presented for an endovenous laser treatment of the great saphenous vein. During the procedure, while the physician was pulling the fiber back, the tip of the fiber appeared to have broken off. There was no trace of the fiber left in the patient post-procedure. There was no report of harm or injury to the patient. The procedure was successfully completed with this device.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.